Event description:
Sensor error, device has been called into biosense webster. The sensor was not working when the catheter was connected. The catheter was removed and a new catheter was used for the procedure. No injury to the patient. This has been reported to the company. Per rep, the company is working with FDA to address this issue. Manufacturer response for nav st c3 f-f, biosense webster (per site reporter): (B)(4). Per rep, the company is working with FDA to address this issue.